Event description:
Arthritis [arthritis]. Case description: spontaneous report was received on (B)(6) 2011 from a physician regarding a (B)(6) male patient, initials unknown, with gonarthrosis. The patient's medical history was not provided. On an unspecified date, the patient initiated the first administration of synvisc, 2 ml in an unknown location. On (B)(6) 2011, arthritis developed and the patient was hospitalized to treat the event. The action taken with synvisc was not provided. The patient's outcome for the event was resolved on an unknown date in 2011. Concomitant medications were not provided. The reporting physician assessed the relationship between synvisc and the event of arthritis was definitely related. The qa (quality assurance) investigation results were received on (B)(6) 2011. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.

Manufacturer narrative:
The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.